Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The distributer reported false negative results when using the henry schein hcg urine cassette. No treatment was withheld, delayed or provided. No death or serious injury occurred. Although requested, no other information has been provided.

Manufacturer narrative:
E1 initial reporter name: initial MDR name was (B)(6), now changed to (B)(6). E3 occupation: initial MDR health care professional, now changed to administrator/supervisor. Investigation conclusion: the reported lot number (hc98110013) is not a valid lot number. Lot number hcg8110013 was identified as the closest match to the reported lot number, therefore retain testing was performed using this lot. Retention devices were tested with qc cut-off standard (25 miu/ml) and high hcg clinical urine sample (215.2-232.6 iu/ml) and results were read at 3 minutes. All devices produced expected positive results. No false negative results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated. A probable cause could not be determined based on the information available. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.